Manufacturer narrative:
H10: the actual device was received for evaluation partially filled with solution. A visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Additionally, a visual inspection with magnification could not verify particulate matter in the fluid pathway. The fill port cap was removed and no issues were observed in the connector or cap area. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a particulate matter. This was identified during setup/preparation. There was no patient involvement. No additional information is available.